Event description:
A distributor stated they found embedded particulate greater than 0.8 square millimeters on bulk product. The product was not used.

Manufacturer narrative:
Based on available info this issue is deemed a reportable malfunction. A product that is expected to be sterile would be carefully inspected before use. Should the seal be incomplete or breached or a foreign matter be found in the packaging or on the product, such a product would not be used. It was reported that the product was not used. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for evaluation is not expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware.